Event description:
The customer called and did not have any further need for the insulin pump. Customer agreed to return the insulin pump for failure analysis.

Manufacturer narrative:
The insulin pump was received with missing segments, due to cracked zebra connector on lcd board. Functional testing could not be performed, due to missing segments. The device had minor scratches on the display window and a cracked reservoir tube lip.